Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked when the cartridge is removed from the pump. Reportedly, the cartridge was in use for over 9 days. The user's blood glucose (bg) level ranged from 379 mg/dl to 415 mg/dl. The user addressed bg level with a bolus and a manual injection. Reportedly, the user reverted to manual injections on (B)(6) 2017. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.